Event description:
It was reported that an unspecified malfunction alarm occurred while the customer was asleep, causing their blood glucose (bg) level to increase to display as "high." There was no reported injury, and the customer did not require assistance from a third party. The customer administered a correction bolus via the pump to address bg. Technical support arranged to replace the faulty pump, and the customer planned to use manual daily injections (mdi) as backup therapy to ensure continued insulin delivery.